Manufacturer narrative:
It was reported that during the procedure for the patient specific case, the surgeon was unable to use the implant. The procedure was initially scheduled for (B)(6) 2024; however, the patient became infected and required additional time to clear the infection. The surgery was rescheduled to (B)(6) 2025. The surgeon was not able to get the implant to fit with patient anatomy intraoperatively. The surgeon switched to an off the shelf large multi-hole cup. The delay in completing the surgery was said to be insignificant, less than 30 minutes. Device history records were reviewed for pv-acrec-04m, lot c24-0701, and no manufacturing abnormalities were discovered. All dimensional inspections were within specification. The root cause of this event could not be identified based on the available information.

Event description:
It was reported that there was difficulty implanting an onkos pelvic reconstruction implant, resulting in the surgeon using an alternate pelvic implant. The procedure was completed successfully with the alternate device. This event will be reported to the FDA as a malfunction.